Manufacturer narrative:
Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
Customer reported ¿patient received defective circuit. The circuit looks melted and cracked. The problem was discovered during patient use there was nothing wrapped around or covering the circuit. Customer was unsure if any alarms went off".

Manufacturer narrative:
One opened sample was received for further evaluation. A physical evaluation with visual inspection was completed and the melted condition on the tubing was observed. Therefore the reported melted failure mode was confirmed. The sample was also subjected to functional testing. The sub assembled wire was resistance tested and no functional issues were found, the circuit operated within specification. After a thorough evaluation of the manufacturing procedure it was determined that root cause could not be determined. It is probable that the humidifier used by the customer that is not a vyaire product could have contributed. The end-user did not indicate any environmental factors that could contribute to this type of failure by causing in increase in heat. For example if the circuit is covered with blankest, the limbs are tied together, or the wire retainer was not in place. These guidelines are included in the IFU provided to the end-user. With the unconfirmed functional failure, as our investigation revealed by finding no function issues, this is considered an isolated incident and no corrective action will be taken at this time. As a preventative action vyaire will provide the IFU to the end-user at time of closure and provide any additional requested education.